Event description:
In 05 during percutaneous transluminal angioplasty of the right coronary artery, stent came off balloon. Lodged at the end of the femoral sheath. Stent retrieved with snare device without adverse outcome to the patient.